Manufacturer narrative:
It was further determined that because both the monitor and catheter were involved, and it was not clear which product was the contributor, a complaint was opened against the monitor and an MDR report was submit. MDR #: 2015691-2018-03579.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. A device history record review was completed for both lot numbers and documented that the device met all specifications upon distribution for each. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Lot 61366812 manufacturing date 4/29/18; expiration date 4/20/20. Lot 61365516 manufacturing date 4/23/18; expiration date 4/17/20.

Event description:
It was reported that during use in a post-op cardiac surgery patient, the svo2 swan had wide, rapid blood temperature swings (i.e. 36-42, etc.) Which then stopped the cco. This happened during post-op day 2. The clinician suspected the data was inaccurate as the patient¿s temperature was not actually fluctuating, per the temperature sensing foley that was also in use. The swan was re-calibrated and the monitor was swapped. The catheter is believed to have come from one of two suspect lot numbers: 61365516 or 61366812. There was no patient injury. Patient demographics were requested but not provided. The device was discarded.